Manufacturer narrative:
Concomitant medical products: implanted on (B)(6) 2020, w1dr01 ipg. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately two months post the implant of a implantable pulse generator (ipg), that the patient developed an infection. The ipg system was explanted and replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.